Event description:
Medtronic received information that 25 months following the implant of this bioprosthetic valve, the patient presented with severe regurgitation with evidence of structural damage of the valve. Based on these findings and the patient's ongoing symptoms of heart failure, the valve was explanted and another mosaic valve was successfully implanted. No adverse patient effects have been reported.

Manufacturer narrative:
Product analysis: the device has not been returned to medtronic for evaluation. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.